Event description:
It was reported that customer experienced repeated cgm error 42 on pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed to switch to multiple daily injections as backup therapy, place pump into storage mode, and return pump using prepaid label within 10 days, while tandem technical support arranged shipment of replacement pump and advised customer to reenter pump settings and reconnect cgm on replacement device.